Manufacturer narrative:
The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of infection and erosion, quality accepts the physician¿s observations of such as the reason for surgical intervention. The review of the device lot history record indicates this lot was processed through the validated sterilization cycle. Therefore, it was concluded the infection originated from source(s) other than the device. Additionally, it was noted this was a gender affirmation case. Per the instructions for use (IFU), the titan product based upon the IFU is indicated for male patients suffering from erectile dysfunction (impotence) who are considered to be candidates for implantation of a penile prothesis. Therefore, these complications would be associated with off label use of the product. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to additional information received, the device was explanted due to infection and erosion. It was a gender affirmation case.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3. & d6b.: dates are unknown.

Event description:
According to the available information, the titan touch was explanted for an unknown reason and ultimately replaced. No details surrounding the explant are known.